Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target area was located in the severely tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was unable to cross the lesion. Furthermore, at first inflation, it was noted that the balloon ruptured at 10atm for 10 seconds. The device was simply pulled out from the patient's body and the procedure was completed with another of the same device. No complications reported and patient was good post procedure.